Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The pump underwent functional testing including delivery accuracy and pressure failure. Delivery accuracy testing found the pump to be delivering within specification. The reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. The explusor was trimmed however as a preventative measure.

Event description:
Information was received that a smiths medical cadd prizm vip had over-infused.